Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter not known at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site went to plug in the shaver and it shorted the system out. The screen went black and then came back up and flickered. The instruments being use previously were not working. The manufacturing representative (rep) had them reboot the system and register the patient and they were able to continue on with the case and use all the instruments including the shaver. There was a less than 1-hour delay to the procedure and no impact on patient outcome. Additional information was received stating that the site was doing a functional endoscopic sinus surgery (fess),   they were approximately 30 minutes into the case, the system at this time was functioning properly. When they plugged the shaver into the break out box the system stopped functioning.  The navigation screen was frozen, they could not advance or go back to the previous screen.  When bringing in the instruments that they were already using the screen would not recognize them.  The screen was ¿frozen¿.   The only option was a hard shut down.  The manufacturer representative (rep) had the health care professional register the patient again,  and then plug the shaver back into a different port.  This time no issues occurred.  The rep then had them plug the straight suction into the port that they originally had the shaver plugged into.  The straight suction was able to register and they had no other issues.  Knowing that the break out box was functioning properly, and that the shaver was now functioning properly,  the only conclusion was that when they plugged the shaver into the box it created some type of short that froze the software.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.